Event description:
The customer contact reported no flow. The secondary tubing set was bring used for piggyback delivery of an unspecified antibiotic. The customer contact reported the secondary solution did not flow after the secondary tubing set was connected to the distal y-site of the primary tubing set. It was reported that the primary delivery was "stopped" and the secondary delivery was completed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded.